Manufacturer narrative:
The "correction" box should be checked off.

Manufacturer narrative:
Our fe examined the area which came in contact with the patient but was unable to find any discoloration on the array or the array cover which would have resulted if the array had gotten that hot. The entire unit was evaluated by a hologic fe who was unable to duplicate the reported problem and therefore unable to determine the cause of the event. The system is functioning as intended with no further reports of the problem.

Event description:
During a 4 exposure mammogram, when doing the 4th exposure the patient said that the unit was hot and burning her. When she was released form compression there appeared a red mark on her right axilla. She was examined by the radiologist but refused any further medical attention. The site followed up with the patient the next day and she said she was fine. The room was shut down.